Manufacturer narrative:
One cardiomems patient electronic system and accessories kit was received for evaluation. During the investigation, visual inspection of returned material revealed damage to power supply showing frayed wire. No other discrepancies or discernible damage to the returned right-angle ext. Or power cord. A golden power supply was used for further testing and investigation. No software malfunctions, errors, warnings, or anomalies were observed during unit boot or during handheld touch screen commands. Patient data backup was performed successfully using returned 4g jacs modem. Unit functioned as intended even when manipulated. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. This complaint does not fall under fa-q323-hf-4.

Event description:
The patient reported exposed and frayed wires of the power connector plug. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.